Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during the use of the device for a non-clinical activity, there was no power or movement to the sternal saw. There was no patient involvement.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed. The service repair technician (srt) performed internal inspection and observed cam/gear assembly teeth to be sheared off with loose fragment throughout. Cam/gear assembly will be replaced. Per the service history, there has been no documented preventative maintenance (pm) on this unit for the last two years. According to the operator's manual to ensure optimum performance of the sternal saw, a pm inspection should occur every six months. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.